Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to available information, this device malfunctioned during removal. During removal, the device started to break apart and was completely encrusted on the inside. No other adverse patient effects were reported.

Manufacturer narrative:
We have been informed about a defect product, stent encrusted, on a silicone hc product. According to the complaint description lot number and picture are available. After receiving this complaint, we searched for other complaints and found none regarding the lot number 8494756. Checking the quality databases did not reveal any anomaly in relation to the described defect. A similar case study was performed over last four year based on same item number, same defect ( stent incrusted), no similar case was found. Unfortunately without sample we cannot do more than the documentary investigation which revealed no anomaly during production. With elements in our knowledge we cannot conclude about a root cause concerning this issue. An investigation on the incriminated was not possible as the device was not available, however it is probable that the cause of jj breakage during removal, after 9 months of dwelling, was encrustation which is a well-known phenomenon that can occur following placement of a ureteral stent into the urinary tract;such incident of stent encrustation leading to rupture during removal rated severity level 3 referring to our clinical risk management procedure (B)(4), for significant prolonged procedure to remove and change the device.